Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer's blood glucose was 215 mg/dl. Customer also reported that insulin pump turned off and after self test it was working. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.